Event description:
It was reported that during an unk procedure, there was a hand switch problem. After 30 minutes of use the max function didn't work: no cut or coagulation. The min function worked properly. No error message was reported. It was not reported how the procedure was completed. There were no adverse consequences to the pt reported.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.